Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the remote arm controller (rac) and resolved the issue. The system was tested and verified as ready for use. Isi did receive the rac involved with this complaint to perform failure analysis. The rac was analyzed and found to have no error during testing. The rac passed the fan check, power cycled with no issue and voltage was in range. The complaint regarding non-recoverable fault 307 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. However, failure analysis was unable to confirm the issue during testing. A review of the rfe logs confirms the occurrence of the error fault on the (B)(6) 2022 via system (B)(4). This complaint is being reported due to the following conclusion: the customer converted after the start of the procedure due to an error message on the surgeon side console (ssc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, a non-recoverable fault 307 occurred on the right master logic controller (mlc) in the remote arm controller (rac) 2. An isi technical support engineer (tse) advised the customer to perform hard power cycle of the surgeon side console (ssc). The same issue persisted even after hard power cycle of the ssc. The customer converted to a laparoscopic procedure with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initially powered on without issues. No intra-operative or post-operative complications (e.g. Unexpected bleeding, anastomotic leak, bladder/ureter damage, nerve damage etc.) Occurred. The procedure had been in progress for an hour when the issue occurred. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.